Event description:
It was reported that the device's therapy connector was loose because an internal clip came off. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. The therapy connector assembly was replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, and observed that the clip had a broken off portion, allowing the clip to slip past and off.